Event description:
It was reported that a site's handheld was dropped, and the screen was broken. The handheld is freezing on the programming screen. It will not allow the parameters to be changed. Re-inserting the flashcard or a soft reset will resolve the problem. The event has been occurring frequently. The handheld is not plugged into the wall, no error messages come up, and there are no other problems with the programming equipment. Product analysis is pending on the handheld and programming software.